Event description:
Revision surgery - MDR - significant adverse event/required intervention to prevent impairment/damage (revision).

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2022-01643, 509-02-436, (B)(6) - dissociation, revision surgery; surgical quality complaints. Note: see the attached follow up emails showing no response in regard to the return of the explant. If additional information regarding the reported event is submitted at a future date or if the explant is returned, this investigation will be re-evaluated.